Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a battery compartment crack and leak, and a dim display. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: visual inspection of "battery compartment¿ revealed, compartment crack from threads to case seal. Moisture corrosion visible in ¿battery compartment¿. ¿battery compartment¿ leak was found during testing. Pump cover was removed to inspect internal components. Moisture corrosion visible on internal components. Unrelated to the complaint, the pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.